Manufacturer narrative:
The actual devices were not returned; however three photographs were received for evaluation. Visual examination of the photos did not show any abnormality. Functional testing was not possible without an actual sample. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient lines of two (2) homechoice cassettes were not able to connect with the transfer set. This was found before use. There was no patient involvement. No additional information is available.